Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that a negative axsym cmv lgg result of 4.1 iu/ml was generated on a pt sample that retested positive (168.6 iu/ml) on the same axsym analyzer. No impact to pt mgmt was reported.